Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The cause of the reported imaging issue is patient anatomy. The cause of the reported difficult to remove (anatomy) cannot be determined. The reported tissue injury is a cascading effect of the reported difficult to remove (anatomy). The reported tissue injury, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the difficulty removing the device and tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was challenging due to the patient anatomy. One clip was implanted on the medial side of a2p2. A second clip delivery system (cds) was advanced however became caught on a flail chord in the left ventricle (lv). When the clip was inverted to be repositioned, an additional chord was torn and the posterior leaflet was possibly damaged. The clip was able to be placed lateral to a2p2. A third clip was placed between the first two clips, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.